Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, an occlusion alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to the customer¿s blood glucose.